Event description:
A patient (age and gender unknown) underwent a therapeutic hemostasis procedure for treatment. The resolution clip device would not advance out of the sheath. The patient did not sustain any complications or ill effects as a result of the deployment and or sheath issue. The procedure was completed successfully with another of the same device.

Manufacturer narrative:
We are unable to determine the relationship between this device and the cause for this event at this time.